Manufacturer narrative:
Section f: this section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device has been received by the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies. The actual sample, after having been rinsed and dried was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. Bovine blood was circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the manufacturing specifications. A review of the device history record and product release decision control sheet of the involved product/ lot # combination confirmed there were no indications of production related problems or discrepancies in the test/inspection results. A search of the complaint file did not find any other report with the involved product/lot # combination. The exact cause cannot be determined based upon the available information since the evaluation results verified that the actual sample was of normal product. Based on the perfusion record, the values in the blood gas data began to deteriorate 6 hours and 28 minutes after the start of the circulation and a plasma leak or the wet lung phenomenon may have occurred. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use this product for a period in excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance. A phenomenon called wet lung occurs when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Pat. Prob. Code: 2199 - not labeled dev. Prob. Code: 3012 - labeled

Event description:
The user facility reported insufficient gas exchange in the capiox rx25 device. Follow up communication with the user facility reported the following information: in an urgent aortic dissection case, about 7.5 hours after the start of the extracorporeal circulation, pao2 which had been kept around 200mmhg fell down to around 50mmhg; gas was swept at fio2=100% and the flow rate of 10l/min; pao2 did not show any recovery; the values determined with cdi were found to be equivalent to those in the lab data; it was decided to change out the actual sample; after the change-out when the extracorporeal circulation was re-started, there was no increase in the pressure with the difference in pressure between before oxy and after oxy kept around 100mmhg; the adhesion of a small amount of clots was found in the reservoir; pao2 determined immediately after the change-out of the oxygenators exceeded 400mmhg; in this case, the actual sample was used for over 6 hours; the procedure was completed successfully; and there was no reported impact on the patient.